Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after the reset, the issue was resolved as the cgm error code did not reappear. The caller successfully started their sensor session.